Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample or photos were provided. Therefore, bd was not able to duplicate or confirm the customer¿s indicated failure and a root cause can¿t be confirmed. A DHR was completed and this is the 1st complaint for lot # 9029658 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd¿ needle 26x1/2 rb has been found damaged and experiencing leakage during use. The following has been provided by the initial reporter: it was reported that insulin leaked out from needle from the syringe as customer was trying to fill insulin into cartridge and the syringe/needle/cart looked heated up. Description of issue: customer reported insulin leaked out from needle from syringe as customer was trying to fill insulin into cartridge. Number of occurrences: 1. Item number: bd 26 g, 3/8" needle ¿ 305111. Product lot number: 9829658. Customer reported replaced and used a new needle and used same syringe to fill insulin into cartridge. Customer complaint upon packaging of syringe/needle/cart that looks "heated up". Complaint 1 of 2.